Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp reported per operative report they were referencing the patient appeared to have a lead revision on (B)(6) 2021. The report indicated the patient requested lead revision due to lack of efficacy with interstim therapy. Event date was requested but the caller provided the date of the revision procedure. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
Other applicable components are: product ID: 978a128, lot#: va2alyy, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.